Event description:
A report was received stating an endobronchial tube's cuff would not inflate prior to use. There was no patient involvement.

Manufacturer narrative:
The returned endobronchial tube was evaluated. The batch record for the referenced lot was reviewed and confirmed all quality requirements were met at the time of manufacturing. Further visual examination of the cuff showed a cut, measuring 5.01 mm in length and 0.87 mm at its widest point. This type of defect is indicative of the returned unit coming in contact with a sharp object. The source of the cut cannot be determined at this time. A CAPA has been initiated for the reported issue. (B)(4).

Manufacturer narrative:
(B)(4).